Event description:
Reported via clinical study: it was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2022 with a deployed device diameter of 25.3 mm. On (B)(6) 2022, the patient was discharged on aspirin (81 mg /day) and apixaban (5 mg /day). On (B)(6) 2025, 1055 days post index procedure, the patient presented to the emergency department (ed) due to near syncopal episode from dizziness. At the ed, the patient stated they did not fall or injure themselves. An electrocardiogram showed normal atrial fibrillation at rate of 63, left axis deviation, st segment depression with t wave inversion in leads I, avl, v4 through v6, unchanged. A computed tomography angiogram (cta) neck was performed which revealed tortuosity of the left vertebral artery, right common carotid and right subclavian arteries. There was no evidence of acute vascular occlusion or high-grade stenosis. A CT head was performed, which revealed a new hypodensity involving the right caudate head and basal ganglia which may represent an acute or subacute infarct, mild diffuse parenchymal volume loss findings suggestive of chronic microvascular ischemic changes without mass effect, midline shift or hydrocephalus. The patient was on aspirin (81 mg /day) at the time of event. Neurology was consulted and ordered a magnetic resonance imaging (MRI) of the brain. The patient was admitted for further stroke management and treatment. The MRI was performed and revealed acute to subacute infarct in the right caudate or basal ganglia. On (B)(6) 2025, during neurology consultation, the patient was noted with left sided weakness and slurred speech. Per neurology, the stroke appeared to be of hypotensive etiology and subsequently patient was recommended to start with dual antiplatelet therapy, with aspirin and clopidogrel for 21 days, as well as to start taking atorvastatin (80 mg/day) in response to the stroke. On (B)(6) 2025, the patient was started with clopidogrel (75 mg/day). On the same day the patient was discharged home on aspirin (81 mg/day) and clopidogrel (75 mg/day) and was scheduled to follow up within one (1) week.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. B6 relevant tests/laboratory data: updated with additional information received.

Event description:
Reported via clinical study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2022 with a deployed device diameter of 25.3 mm. On (B)(6) 2022, the patient was discharged on aspirin (81 mg /day) and apixaban (5 mg /day). On (B)(6) 2025, 1055 days post index procedure, the patient presented to the emergency department (ed) due to near syncopal episode from dizziness. At the ed, the patient stated they did not fall or injure themselves. An electrocardiogram showed normal atrial fibrillation at rate of 63, left axis deviation, st segment depression with t wave inversion in leads I, avl, v4 through v6, unchanged. A computed tomography angiogram (cta) neck was performed which revealed tortuosity of the left vertebral artery, right common carotid and right subclavian arteries. There was no evidence of acute vascular occlusion or high-grade stenosis. A CT head was performed, which revealed a new hypodensity involving the right caudate head and basal ganglia which may represent an acute or subacute infarct, mild diffuse parenchymal volume loss findings suggestive of chronic microvascular ischemic changes without mass effect, midline shift or hydrocephalus. The patient was on aspirin (81 mg /day) at the time of event. Neurology was consulted and ordered a magnetic resonance imaging (MRI) of the brain. The patient was admitted for further stroke management and treatment. The MRI was performed and revealed acute to subacute infarct in the right caudate or basal ganglia. On (B)(6) 2025, during neurology consultation, the patient was noted with left sided weakness and slurred speech. Per neurology, the stroke appeared to be of hypotensive etiology and subsequently patient was recommended to start with dual antiplatelet therapy, with aspirin and clopidogrel for 21 days, as well as to start taking atorvastatin (80 mg/day) in response to the stroke. On (B)(6) 2025, the patient was started with clopidogrel (75 mg/day). On the same day the patient was discharged home on aspirin (81 mg/day) and clopidogrel (75 mg/day) and was scheduled to follow up within one (1) week. It was further reported that on (B)(6) 2025 a modified rankin scale (mrs) assessment was performed, and the score was noted to be 2-slight.

Manufacturer narrative:
H6: patient code 9138: hypertension removed. H6: patient code 9073: dizziness added. H6: patient code 9257: speech disorders added. H6: patient code 9267: syncope added.

Event description:
Reported via clinical study it was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2022 with a deployed device diameter of 25.3 mm. On (B)(6)2022, the patient was discharged on aspirin (81 mg /day) and apixaban (5 mg /day). On (B)(6) 2025, 1055 days post index procedure, the patient presented to the emergency department (ed) due to near syncopal episode from dizziness. At the ed, the patient stated they did not fall or injure themselves. An electrocardiogram showed normal atrial fibrillation at rate of 63, left axis deviation, st segment depression with t wave inversion in leads I, avl, v4 through v6, unchanged. A computed tomography angiogram (cta) neck was performed which revealed tortuosity of the left vertebral artery, right common carotid and right subclavian arteries. There was no evidence of acute vascular occlusion or high-grade stenosis. A CT head was performed, which revealed a new hypodensity involving the right caudate head and basal ganglia which may represent an acute or subacute infarct, mild diffuse parenchymal volume loss findings suggestive of chronic microvascular ischemic changes without mass effect, midline shift or hydrocephalus. The patient was on aspirin (81 mg /day) at the time of event. Neurology was consulted and ordered a magnetic resonance imaging (MRI) of the brain. The patient was admitted for further stroke management and treatment. The MRI was performed and revealed acute to subacute infarct in the right caudate or basal ganglia. On (B)(6) 2025, during neurology consultation, the patient was noted with left sided weakness and slurred speech. Per neurology, the stroke appeared to be of hypotensive etiology and subsequently patient was recommended to start with dual antiplatelet therapy, with aspirin and clopidogrel for 21 days, as well as to start taking atorvastatin (80 mg/day) in response to the stroke. On (B)(6) 2025, the patient was started with clopidogrel (75 mg/day). On the same day the patient was discharged home on aspirin (81 mg/day) and clopidogrel (75 mg/day) and was scheduled to follow up within one (1) week. It was further reported that on (B)(6) 2025 a modified rankin scale (mrs) assessment was performed, and the score was noted to be 2-slight.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2022 with a deployed device diameter of 25.3 mm. On (B)(6) 2022, the patient was discharged on aspirin (81 mg /day) and apixaban (5 mg /day). On (B)(6) 2025, 1055 days post index procedure, the patient presented to the emergency department (ed) due to near syncopal episode from dizziness. At the ed, the patient stated they did not fall or injure themselves. An electrocardiogram showed normal atrial fibrillation at rate of 63, left axis deviation, st segment depression with t wave inversion in leads I, avl, v4 through v6, unchanged. A computed tomography angiogram (cta) neck was performed which revealed tortuosity of the left vertebral artery, right common carotid and right subclavian arteries. There was no evidence of acute vascular occlusion or high-grade stenosis. A CT head was performed, which revealed a new hypodensity involving the right caudate head and basal ganglia which may represent an acute or subacute infarct, mild diffuse parenchymal volume loss findings suggestive of chronic microvascular ischemic changes without mass effect, midline shift or hydrocephalus. The patient was on aspirin (81 mg /day) at the time of event. Neurology was consulted and ordered a magnetic resonance imaging (MRI) of the brain. The patient was admitted for further stroke management and treatment. The MRI was performed and revealed acute to subacute infarct in the right caudate or basal ganglia. On (B)(6) 2025, during neurology consultation, the patient was noted with left sided weakness and slurred speech. Per neurology, the stroke appeared to be of hypotensive etiology and subsequently patient was recommended to start with dual antiplatelet therapy, with aspirin and clopidogrel for 21 days, as well as to start taking atorvastatin (80 mg/day) in response to the stroke. On (B)(6) 2025, the patient was started with clopidogrel (75 mg/day). On the same day the patient was discharged home on aspirin (81 mg/day) and clopidogrel (75 mg/day) and was scheduled to follow up within one (1) week. It was further reported that on (B)(6) 2025 a modified rankin scale (mrs) assessment was performed, and the score was noted to be 2-slight. It was further reported that on (B)(6) 2025 a modified rankin scale (mrs) 90 days was performed, and score was noted to be 4 moderately severe.